Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarms and no delivery alarms. Customer reported that the motor error alarms occurred during bolus. Blood glucose level at the time of the incident was over 200 mg/dl. The customer reported that she rewound the insulin pump, then received a no delivery alarm followed by a motor error alarm. Customer stated that this happened twice. During troubleshooting, the customer was unable to rewind the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.